Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/12/2015 with the following findings: during investigation, the pump was powered on and the display screen was found to be dim and discolored. There was no moisture observed from the outside of the pump. Unrelated to the complaint, investigation revealed a crack on the pump case between the display lens and case seal. A leak was performed and a leak was found due to the cracked pump case. The pump case was opened and no evidence of moisture was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/colorspectrum with moisture) issue. The moisture was reported to be behind the display screen. Additionally, it was reported that the display screen was scratched. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 date of submission (B)(4) 2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: visual inspection revealed that there were multiple scratches long the display lens.